Event description:
This is 2 of 3 reports linked to mfg report numbers: 3013886523-2025-00082, 3013886523-2025-00084. A facility reported a hakim valve (ID: 823832), a bactiseal ventricular catheter (ID: 823073), and a bactiseal peritoneal catheter (ID: 823074) were implanted on (B)(6) 2025. After the procedure, the patient was found to have subcutaneous hydrops. Therefore, the products were removed and replaced due to suspicion of occlusion. The patient is stable.

Manufacturer narrative:
The bactiseal ventricular catheter (ID: 823073) was not returned for evaluation (is not available for return as per customer); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the ¿occlusion;¿ issues reported by the customer, could be due to biological debris occluding the catheter or a kink in the catheter. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.